Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative replaced the manifold drive assembly, calibrated transducers, and performed functional and safety tests. Pump was returned to the customer. The part replaced is being requested to be sent to the mfg facility in (B)(4) for eval. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
During a routine check by the customer, it was reported that the iabp had k6, k7, k8 failures and the unit was leaking. No pt was involved.